Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, and a review of product labeling. The ticket searches determined normal complaint activity for the lots. A review of trending data did not identify any trends. A review of manufacturing documents did not identify any issues. Attachments were reviewed which shows customer had cntl and exp flags and shift in the bio-rad quality control. Historical performance in the field of reagent lot using world wide data was evaluated. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained reagent kit stored and all specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect stat high sensitive troponin-I result of 553.2 ng/l was generated for a patient sample (B)(6)) and questioned by the physician. Retesting was performed and the results were 25.5 ng/l (negative) and 29.2 ng/l (positive). The patient is female. The customer's cutoff for the assay is 26 ng/l. The customer reported the result of 29.2 ng/l to the physician. No adverse impact to patient management was reported.